Event description:
It was reported that system was explanted due to pocket infection. The patient was in stable condition after procedure. No further issues were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis was normal. No anomalies were found.